Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1: corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: summary: the hospital staff requested that the local staff repair the c3 because the oxygen readings were higher than the settings and a "high oxygen alarm" occurred.

Event description:
The following was reported to hamilton medical ag: summary: the hospital staff requested that the local staff repair the c3 because the oxygen readings were higher than the settings and a "high oxygen alarm" occurred.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defectiv. Correction: replaced defective component.